Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include information on for effective controller and power management and a quick reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. The IFU warns that if there is a controller failure, the controller should be switched to the back-up controller. It further warns that damaged equipment should be reported to the manufacturer and inspected. IFU outlines that during exit site dressing changes, examine the driveline for evidence of tears, punctures or breakdown of any of the material. To minimize the risk of infection, driveline exit site dressings should be changed daily. Routine driveline/exit site care is the responsibility of the patient and the primary caregiver. The IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It further warns that damaged equipment should be reported to the manufacturer and inspected. Log file analysis review date: (B)(6) 2015; log dates through (B)(6) 2015: normal power consumption additional notes: 6 suction alarms have been logged since (B)(6) 2015. 5 vad disconnect alarms have been logged on since on (B)(6) 2015. 11 electrical fault alarms have been logged since (B)(6) 2015. Noted change in viscosity on (B)(6) 2015. A supplemental report will be submitted when the manufacturer's investigation has been completed. This is report one of two reports (3007042319-2015-02848 and 3007042319-2015-02849) submitted for devices related to the same event.

Event description:
It was reported from the sites vad coordinator, that the patient contacted them stating that he had some "electrical fault alarms and suction alarms." It was stated that the history given to the vad coordinator was vague." So the vad coordinator instructed patient to "come to the hospital." Patient was hospitalized for the driveline cleaning which was performed on (B)(6) 2015. Patient denied any symptoms due to the electrical fault alarm. Patient was consented and prepped with dobutamine 5mg/min and commenced on oxygen-2liters/min. Driveline cleaning was performed by manufacturer engineer. "First driveline disconnection was for a visual connector inspection, but pump did not restart upon reconnection." Engineer went straight to first cleaning and noted "great resistance within rear-phase-b. Two round of cleaning were performed with "pump off time of 2 minutes and 15 seconds and 90 seconds respectively." During cleaning it was observed that there was "greenish substances seen on both controller and connector side." Also pin for rear-phase-b was "blackened", and there was no cloudiness seen in wires along driveline. An elective controller exchange was also performed. It was stated that the "patient tolerated pump off time very well and that the cleaning process resolved the issue. It was stated that the patient was discharged. No additional information provided. Investigation is ongoing.

Manufacturer narrative:
Based on the results of the internal investigation and per management directive, no additional investigation of this event is required at this time. The manufacturer also identified the issue to be a design deficiency therefore no device history record is required for this event. The most likely cause of the electrical fault alarms are related to contamination of the driveline connector in that the driveline cap and driveline connection allow external contaminates to enter the driveline connector pins which may lead to electrical faults. An internal investigation has been opened to investigate this issue and implement corrective actions as required. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This report is one of two reports (3007042319-2015-02848 and 3007042319-2015-02849) submitted for devices related to the same event.